Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16 april 2026, it was reported by a sales representative via email that an ar-13995n-1, multifire scorpion needle was reported to break while being used to pass suture during a rotator cuff repair. 1mm of the needle remained in the patient and was identified by x-ray post-surgery. This occurred on (B)(6) 2026 during a rotator cuff repair procedure. The case was completed successfully as repair was completed. There was case involvement.